Event description:
It was reported that a user experienced scan errors when pairing a new continuous glucose sensor to the pump, followed by repeated rescans that ultimately initiated a successful scan and warmup, after which a sensor error alert occurred and the pump displayed sensor unavailable before warmup resumed. Symptoms included device alerts and the absence of glucose readings during warmup. Outcomes included temporary interruption of glucose data display without clinical harm, with the user advised to complete warmup and re-contact support if readings did not appear. Investigation included technical troubleshooting and user education conducted during the call. Investigation of this case revealed that repeated scanning resolved the initial scan error and initiated warmup, but an intermittent sensor error alert occurred during the countdown. It was concluded that the event involved sensor communication or initialization issues that were mitigated through rescanning and continued warmup, with no reported adverse health effects.